Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target vessel was located in a fistula on the right arm. A 2mm x 4cm idc was selected use. During procedure, upon attempting to deploy the coil, resistance was encountered and the coil would not advance or pull back. The physician completely removed the coil contained within the microcatheter and about 1cm of the coil was protruding out the end of the catheter. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.